Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the ins (B)(4) found no anomaly. A known good lead was attached to the returned ins and the ins and the distal end of the lead were placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
The manufacturer representative reported that the patient's implantable neurostimulator (ins) had screwy impedance during the implant procedure. Impedances were very different than any other high impedance. They were very random and didn't contain a consistent electrode. The manufacturer representative increased the amplitude to resolve the issue and that did nothing. Multiple routine tactics were tried without success. When a new ins was introduced, this resolved the issue. The manufacturer representative didn't know what led to the event. The issue was resolved, no surgical intervention occurred or was planned as the patient was not affected by this, and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.